Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) and unk biomet implant were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer did not claim any issues with unk biomet implant, as the procedure completed with another screw. No further investigation will be conducted unk biomet implant. No pre-existing conditions were noted on the per. The reported device was located on tooth # 18 and was used for approximately over a year and half ago. Pictures or x-ray images were not provided. Appropriate documentation: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a screw loosened in the patient's mouth in tooth #18 about a year and a half ago. The screw was replaced, but customer never called to file a complaint. The screw was discarded.